Event description:
Pump declared altitude alarm 21, which did not cause the customer's blood glucose level to exceed 500 mg/dl and was within the validated operating altitude range. Insulin was suspended due to the alarm condition, and it was discovered that the speaker holes on the back of the pump were obstructed. Customer was instructed to remove the obstruction, clean the speaker holes, and replace the cartridge, but insulin delivery did not resume after waiting. Customer then loaded a new cartridge, but the alarm recurred within five minutes. Technical support advised waiting two hours for moisture to evaporate and planned to follow up. No adverse impact to the customer¿s blood glucose level was reported.